Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that during the last check of the device the pt perceived an intolerable sound, which remained after replacement of the speech processor. Testing showed that the electrode's channel # 7 of 12 channels in total has no voltage and low impedance.